Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/26/2021. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 2525339. Mfg date: october 08-14, 2019, exp date: october 08, 2022. Batch 2526310. Mfg date: october 14- 21, 2019, exp date: october 14, 2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify, were the 2 affected units found defective over the same procedure? Yes, they opened a 2nd device and attempted to unscrew the provided tip without attaching to the syringe. The same issue occurred. They had to open a 3rd applicator tip which unscrewed normally. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No, this is the first event reported for vistaseal. How many devices are available to be returned for evaluation? Please provide the status of the return and any available tracking information. 1 device available for return. Waiting on shipping box. Will ship immediately.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and a fibrin sealant preparation device was used. The standard fibrin sealant preparation device tip would not unscrew to attach the accessory tip. The gray nuts would not unscrew despite using alternating counter-clockwise motion. No adverse patient consequences were reported. Additional information was requested.